Event description:
Customer's husband reported that the customer was hospitalized due to high blood glucose readings of over 700 mg/dl. Customer was treated with insulin drips at the hospital. Customer reported symptoms of dehydration, vomiting and elevated white blood cell count prior to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was also performed and passed. Customer's current blood glucose reading is 179 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.